Event description:
This lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2012 due to an unknown reason. The physician was (B)(6) at (B)(6) in (B)(6).. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).